Manufacturer narrative:
Olympus technical support assisted the reporter in resolving the reported "b30 error." At the time the problem was reported to olympus technical support, the problem was not occurring. Technical support provided the reporter remedial actions to take if the problem reoccurred. A cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue could not be conclusively determined. It is possible that this occurred when the user connected to the light source device without sufficiently drying the electric contact points of the scope connectors and with foreign bodies (such as chemical residues, water cerumen, sebum contamination, dust, gauze spray, etc.). When the electrical contact point is unstable, communication between the scope and the video controller via the light source may fail, resulting in b30 errors (scope communication errors). Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.